Manufacturer narrative:
Depuy spine has requested return of the aegis final tightener. Review of the device history record found the lot met specification requirements when released to stock. Although the cause of tip breakage cannot be positively determined at this time. The application of excessive force during screw tightening can result in distal tip damage and breakage. A follow up medwatch report will be file if the evaluation of the instrument determines that the cause of tip breakage is different from that noted above.

Event description:
International affiliate reports the distal tip of aegis final tightener broke off and became lodged in the head of a screw during spinal surgery. The screw was implanted although it could not be fully advanced due to the presence of the broken tip. After a period of time, following the procedure, it was discovered that the broken driver tip had separated from the screw head. The surgeon believes that fibrous tissue will grow over the broken tip and has no plans for retrieval.